Event description:
Revision of acetabular component on the left hip due to poly wear. The surgeon commented on the vertical position of the cup.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Manufacturer narrative:
An event regarding malposition involving a omnifit shell was reported. The event was confirmed based on the provided medical records. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was performed and concluded: "there is no evidence for device related factors in the current failure scenario, neither significant patient-related factors. As such, root cause of failure is procedure-related with regard to cup malposition and is not device-related." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a medical review was performed and concluded that "root cause of failure is procedure-related with regard to cup malposition and is not device-related". Additional information, including x-rays and return of the device are however needed to fully investigate the event.

Event description:
Revision of acetabular component on the left hip due to poly wear. The surgeon commented on the vertical position of the cup.